Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (error 6) associated to the stirrer motor of patient pump during self-inspection after powered on. As inpected by the authorized technician, the tank stirring motor was broken and need to be replaced. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in cina. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar events have been reported. No short-term or long-term trends have been detected for the reported type of failure. Based on the collected information, a broken stirrer motor has been identified as the root cause of the event.

Event description:
See initial report.